Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the driver was twisted during set screw removal. No patient complications were reported.

Manufacturer narrative:
(B)(6). Visually confirmed approximately ~4mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Dimensional inspection of the material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload.